Manufacturer narrative:
This medwatch report is for the compact plus suspect device system used. (B)(6).

Event description:
Reporter alleged that a patient received a result of 342 mg/dl on the same inform system compared back to back with a result of 140 mg/dl on the compact plus system when testing was performed within 10 minutes. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.